Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer stated that back in the last two week they had a high blood glucose 460 mg/dl and the cannula was kinked. The customer did offer to troubleshoot for no delivery or kink in the line and high blood glucose the, customer declined. The customer stated that when they had the high it was after dinner. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.